Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and no sensing. It was determined that the lead had likely dislodged. A revision of the rv lead was planned. No patient complications have been reported as a result of this event.